Event description:
It was reported that the field representative called regarding an event for this patient with a pacemaker system. Technical services reviewed the episode and found there was right ventricular (rv) noise and was just recently implanted. Troubleshooting was performed and the noise was able to be re-created when moving the patient's left arm to right shoulder. Impedances measured 650 ohms. The representative noted there was a lead safety switch (lss) which switched the pace/sense configuration from bipolar to unipolar due to a pacing impedance measurement greater than 3,000 ohms and there is loss of capture. Ts recommended programming options and to consider a chest x-ray. Additionally, it was noted that the patient's heart rate is in the 40's intermittently. At this time, the device and rv lead remains in service. No adverse patient effects were reported.